Event description:
Patient was admitted to the hospital (B)(6) 2024 after presenting to the ER for three-day history of abdominal pain. Imaging demonstrated widespread lymphadenopathy and bony metastases with ascites and abnormal appearance to the gallbladder as well as edematous appearance to the pancreas. Liver function tests were also elevated. Biopsy performed on (B)(6) 2024 was positive for poorly differentiated carcinoma, differential diagnosis includes upper gastrointestinal, pancreatic, and biliary tract. Patient was discharged (B)(6) 2024 with referral to oncology. During oncology consult (B)(6) 2024 treatment options were discussed, and labs reviewed. Patient was found to have critical sodium and t-bili results and was sent to ER for further evaluation; patient was readmitted to hospital for additional evaluation and treatment. Discharged (B)(6) 2024 to hospice. On (B)(6) 2024, patient passed away. Site learned of patient's death 8/12/2024. Per protocol, any death that occurs within 30 days of the most recent study visit requires expedited reporting on ctep-aers. This report is being submitted because the patient's most recent screening visit was on (B)(6) 2024, and her date of death was (B)(6) 2024. Stage IV metastatic disease, probable gi in origin.